Event description:
This report is being filed after the subsequent review of the following literature article; (2007)" the vertical expandable prosthetic titanium rib (veptr) in the treatment of scoliosis and thoracic deformities" dzieciecej; medsportpress, 2007; 5(6); vol. 9 459-466. This article reports complications that were reported in a study involving the department of pediatrics orthopedics of the medical university in lubin. This article presents the cases of three children who were subjected to sequential surgical treatment using the veptr (vertical expandable prosthetic titanium rib). The article reports on one patient age 6 years old at the time of the event presenting with primary diagnosis, agenesis of the corpus callosum and neuromuscular scoliosis. Initial surgery performed was two veptr distractors that were fixed on the left side with simultaneous thoracotomy on the convex side of the apex of the curve, resulting in correction. Following the correction procedure, a balance disorder developed in the frontal plant (decompression to the left with elevated left shoulder).post-operative scoliosis was progressive and the thoracic deformity became more severe and a balance disorder developed. Within 15 weeks, as the patient grew the curvature progressed. In the second surgical procedure a distraction pin was placed on the right side and both devices were extended, obtaining the same correction as after the first procedure. This is report 1 of 1 for (B)(4). This report is for an unknown veptr distraction pin, quantity of two, unknown part/unknown lot. This report is for quantity of two devices.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Latalski (2007)"the vertical expandable prostheticttitanium rib (veptr) in the treatment of scoliosis and thoracic deformities" dzieciecej; medsportpress, 2007; 5(6); vol. 9 459-466 this report is for unknown veptr, quantity of two, unknown lot number. (B)(6). (B)(4): balance disorder developed, progressive post-operative scoliosis and increased thoracic deformity. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.